Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and several shocks for a supraventricular tachycardia. The inappropriate therapy resulted in therapy exhaustion. Boston scientific technical services (ts) was consulted and reprogramming recommendations were provided. This ICD remains in service. No adverse patient effects were reported.